Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent from two system controllers. Log files were reviewed, and the event log from (B)(6) showed that the patient was placed on this system controller on (B)(6) 2025 at 8:30:40. The event file captured 2 instances where power to the mobile power unit (mpu) was briefly interrupted. There was no interruption in pump support during these events. This resulted in alarm types of power cable disconnects, low power hazard & no external power. The date and time of these were listed as (B)(6) 2025 at 9:05:46, and (B)(6) 2025 at 8:39:47. The backup battery (bb) operated the system as expected during the no external power events. The log file showed the driveline was disconnected on (B)(6) 2025 at 8:42:30. The event log file from (B)(6) showed the periodic log file as basically empty. It did capture 1 line of current data and it was normal. The event file showed the patient was placed on this system controller on (B)(6) 2025 at 8:45:02. This file ends on (B)(6) 2025 at 9:38:22. There were no unusual events recorded in the log file event history. Additional information provided that the initial system controller exchange from (B)(6) to (B)(6) occurred in clinic because the system controller was eliciting no external power alarms, despite being properly connected to power. (B)(6) was switched to (B)(6) by the patient's caregiver because their mpu became unplugged from the outlet and the appropriate alarm prompted the patient to change the system controller in error. The driveline disconnect found in the log files was associated with the system controller exchange. The patient's mpu had a v-lock connector on the ac power cord, and the ac power cord came loose at the wall outlet. The ac power cord did not come loose from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in service and would not return. There was no need to return the system controllers as they were working appropriately. Their former backup system controller is now their primary and their backup is their former primary.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was not confirmed as no log files were submitted for review and no products were returned for analysis. Multiple attempts were made to obtain additional information, including if any log files were available for review and if the controller was available to be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12mar2019. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage advisory, low voltage hazard, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.